Manufacturer narrative:
The customer's reported complaint description cannot be confirmed due to the nature of this patient serious adverse event (pulmonary hemorrhage); there were no reports of angiovac device malfunction during the procedure, therefore, no device sample was returned for evaluation. The root cause of this event is likely an end user error/anticipated procedural complication since the end user admitted they advanced the angiovac device when anesthesia told the physician that they saw the guidewire in the pulmonary artery (pa). A device history record review of the packaging/assembly lots could not be performed since there was no reported lot number or device upn. Labeling review: the angiovac cannula sample was not returned for evaluation since there was no reported device malfunction during the procedure. Directions for use (dfu, 16600506-01) is provided with this device and contains the following statements: warnings: selection of the patient as a candidate for use with this device and for such procedures as it is intended is the physicians' sole responsibility. The outcome is dependent on many variables including, patient pathology, surgical procedure, and perfusion procedure/technique. The benefits of use of this device must be weighed against the risks including risks of systemic anticoagulation and must be assessed by the prescribing physician. As with all medical devices, this device and ancillary equipment are to be used by trained physicians only. Specifically, this device is to be used only by medical personnel experienced with initiating and monitoring extracorporeal bypass and by physicians trained and experienced using surgical and/or percutaneous (seldinger) vascular access techniques. Adverse events: this device, as do all extracorporeal blood vessel devices, has possible side effects, which include but are not limited to infections, blood loss, thrombus formation, embolic events, vessel, ventricular or valvular damage and complications of percutaneous or surgical insertion techniques. These may occur if the instructions for use are not followed. Possible complications include those normally associated with large bore surgical and/or percutaneous vessel catheterization/cannulation, anticoagulation, extracorporeal circulation and application of intravascular introducer systems which include but are not limited to: death, damage to vessel, blood loss/blood trauma, hemorrhage, ventricular perforation. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
A territory manager (tm) reported an end user experienced an issue when using an angiovac device. During an angiovac thrombectomy procedure, with dr. Vesco, the patient experienced a perforation of the right ventricle, resulting in the physician performing open heart surgery to repair the perforation. After the tm spoke with the physician after the procedure, he felt that the wire that was guiding the angiovac over the wire with the obturator may not have been in the correct place when physician advanced the angiovac cannula. The physician stated that anesthesia had said they saw the wire in the pa; therefore, he felt it was safe to advance the cannula based on anesthesia's confirmation of wire placement, but then could not see the angiovac on echo and shortly after, the patient declined. The physician was able to convert to an open heart procedure and stabilize the patient. It was reported that there was no product malfunction that could have caused the complication. The physician is a very experienced user, with the angiovac device and has cases dating back to 2019.